Event description:
Conmed electrosurgery received one abc triple option handpiece for evaluation. During our evaluation, the suspect device self activated.

Manufacturer narrative:
Our investigation team found the coag button to self activate when plugged into the esu during testing. We dissected the handpiece and found no irregularities. Our evaluation continued by stripping the supply wire/cable to perform continuity testing. It was observed, the red wire and the black wire of the supply wire/cable to be shorted causing the self activation. The reported malfunction was confirmed. Manufacturing facility was made aware regarding this complaint. Our manufacturing facility was made aware of this confirmed event. A device history record review was performed which revealed no nonconformances.